Event description:
It was reported that the cartridge was leaking from the patient line. Additionally, it was reported that the cartridge tubing was broken and bent. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 500 mg/dl.